Manufacturer narrative:
Medtronic received the following information from a journal article entitled; outcomes of endovascular stent graft repair for penetrating aortic ulcers with or without intramural hematoma jiang x, pan t, zou l, chen b, jiang j, shi y, ma t, lin c, guo d, xu x, yang j, shi z, zhu t, dong z, fu w journal of vascular surgery. 2021 may;73(5):1541-1548. Doi: 10.1016/j.jvs.2020.10.022 2. 4 PMA number estimated, patients in the study underwent both evar and tevar procedures. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant, talent & endurant stent grafts and non mdt stent grafts were implanted in patients in the endovascular treatment of penetrating aortic ulcers. 42% of the patient cohort in the study also had intramural hematomas . The following malfunctions were identified; type ia, ib & unknown endoleaks, difficult to position the following adverse were identified; temporary paraplegia, stroke, embolism, thrombus, re-intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.